Event description:
Aquamantys malleable light disposable by medtronic advanced energy llc, was being used in the operating room. Only one probe on the device was working. Device removed from surgical field. New device opened and worked without incident. Surgery continued. No harm to the patient FDA medwatch completed. FDA safety report ID # (B)(4).